Event description:
The customer states that they are having issues with reproducibility when testing pts with the architect bhcg assay. The customer states that the stat bhcg assay generated a result of 14,000 miu/ml for one pt that tested 116,000 miu/ml on a sample diluted 1:15. No impact to pt mgmt was reported.

Manufacturer narrative:
Investigation summary: the account stated they were receiving inconsistent bhcg results. Customer stated that they had no problems with other assays. The complaint text indicates a physician questioned the result on the first pt, as the previous result was much higher. No impact to pt mgmt was reported. Per the complaint text the customer's stat probe has never been replaced. The css instructed the customer to replace and calibrate the stat probe and to also replace all 6 wash zone probes. The customer performed the requested troubleshooting, however the customer still experienced an issue near the high limit of the assay. The customer last calibrated the assay in 2008 using reagent lot numbers 55937jn00 and 54914jn00 and calibrator lot numbers 50368n200 and 44538m200. The css instructed the customer load the routine bhcg assay to check the performance of the assay. The complaint text states the customer performed the requested troubleshooting but did not get results in the range of the high limit. The complaint indicated the low and middle values recovered were acceptable. The css was to follow-up with the customer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. End of report.